Event description:
The customer had reported that the medifold was leaking however during in-house product testing. It was noted that the female luer was broken on one unit and that the male luer slip was broken on another unit.